Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : 06/02/2016. The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer further reported that the device would activate and seal tissue without issue during some occasions. However, 12 second regrasp alarms were heard on other occasions. A regrasp alert indicates to the user that the seal cycle was not complete.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 03/25/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer stated that sealing was incomplete during a lobectomy. Another device was used without issue. There was no bleeding and no injury to the patient.